Event description:
Caller stated that customer tested at 410 mg/dl on the device and had low blood glucose symptoms. She stated that customer tested on a different device at 43 mg/dl. After this incident, customer did back to back results of 74 mg/dl and 209 mg/dl. No treatment received. No quality controls were used. Requested return of suspect device and replacement was sent.